Event description:
As reported, the plug deployment button of a 6f exoseal vascular closure device cannot be pressed. There was no reported patient injury. When slowly retracting the device at an angle of approximately 50° degrees, the return indicator pulsatile blood flow stops before slowly withdrawing the device for approximately 1 cm. The indicator window is seen to change color. The device was used in a lower extremity arterial occlusion surgery. The operator had several years of experience using the vcd. The procedure was performed by retrograde puncture from the left femoral artery using a short non-cordis sheath. There were no visible signs of device/package damage prior to use. Regarding the femoral puncture site, the suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer (30-45 degrees). The vessel diameter was also verified to be greater than or equal to 5mm. There was no visible calcium/plaque at the puncture site, and there was no vessel tortuosity. Additionally, there was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to a solid black color. When attempting to depress the button, it could not be depressed at all. The button would not depress at all, and the indicator window was showing solid black at this time. There was no red color shown in the indicator window during retraction. Excess force was needed when attempting to depress the button. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug deployment button of a 6f exoseal vascular closure device cannot be pressed. There was no reported patient injury. Hemostasis was achieved by manual compression. When slowly retracting the device at an angle of approximately 50° degrees, the return indicator pulsatile blood flow stops before slowly withdrawing the device for approximately 1 cm. The indicator window is seen to change color. The device was used in a lower extremity arterial occlusion surgery. The operator had several years of experience using the vcd. The procedure was performed by retrograde puncture from the left femoral artery using a short non-cordis sheath. There were no visible signs of device/package damage prior to use. Regarding the femoral puncture site, the suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer (30-45 degrees). The vessel diameter was also verified to be greater than or equal to 5mm. There was no visible calcium/plaque at the puncture site, and there was no vessel tortuosity. Additionally, there was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to a solid black color. When attempting to depress the button, it could not be depressed at all. There was no red color shown in the indicator window during retraction. Excess force was needed when attempting to depress the button.. One non-sterile exoseal vascular closure device (6f) involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was partially depressed, while the guard was locked. The plug was partially deployed, and the indicator wire was retracted. A non-cordis catheter sheath introducer (csi) was returned inserted in the unit. The indicator window was in the black/white/red position. During this visual analysis, a kink was observed on the delivery shaft, located 4.5 cm from the distal tip. A dimensional analysis was performed on a portion of the delivery shaft near the affected area to verify the outer diameter. The measurement obtained was within the specification. The measurement was taken using a calibrated micrometer. Per functional analysis, the functional deployment simulation could not be performed. The unit, received with the deployment lever partially depressed and the plug partially deployed, presented resistance when attempting to fully depress the lever. This resistance may be related to the kinked portion of the delivery shaft, which could have compromised the plunger displacement mechanism and resulted in the frozen/locked condition reported during the evaluation. Per microscopic analysis, a high magnification evaluation was conducted on the internal mechanism. The lockout component was found to be bent, which may be associated with the application of excessive or improper tensile force. Exoseal devices are designed with a mechanism that prevents the lever from being depressed until the indicator window reaches the black/black position, signaling that deployment is permitted. This received condition suggests the deployment lever may have been forced rather than properly actuated. The reported event of ¿deployment lever (button)-frozen/locked¿ was observed through analysis of the received device since resistance was experienced when attempting to fully depress the lever during functional analysis. However, the exact cause of the issue could not be conclusively determined during analysis of the returned device. Based on the information available for review and product analysis, procedural/handling factors (such attempting to depress the deployment lever before the indicator window was in solid black position) likely contributed to the issue experienced as evidenced by the lockout component being bent within the handle. This condition is likely associated with the application of force prior to the unit being in a deployable state. Also, the delivery shaft was noted to be kinked/bent, and this condition also could have contributed to the issue experienced when trying to depress the deployment lever during functional analysis. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ also, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 6f exoseal vascular closure device cannot be pressed. There was no reported patient injury. Hemostasis was achieved by manual compression. When slowly retracting the device at an angle of approximately 50° degrees, the return indicator pulsatile blood flow stops before slowly withdrawing the device for approximately 1 cm. The indicator window is seen to change color. The device was used in a lower extremity arterial occlusion surgery. The operator had several years of experience using the vcd. The procedure was performed by retrograde puncture from the left femoral artery using a short non-cordis sheath. There were no visible signs of device/package damage prior to use. Regarding the femoral puncture site, the suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer (30-45 degrees). The vessel diameter was also verified to be greater than or equal to 5mm. There was no visible calcium/plaque at the puncture site, and there was no vessel tortuosity. Additionally, there was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to a solid black color. When attempting to depress the button, it could not be depressed at all. The button would not depress at all, and the indicator window was showing solid black at this time. There was no red color shown in the indicator window during retraction. Excess force was needed when attempting to depress the button. The device is being returned for evaluation.